Event description:
It was reported that balloon rupture occurred. Vascular access was obtained by contralateral approach. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. After crossing a guidewire, a 5.0mm x 100mm x 150cm (4f) sterling balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. There were no patient complications nor injuries reported.